Manufacturer narrative:
B3. Event date is not known. Please see b5 for approximate date range. D10. Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump for non-malignant pain. It was reported that the patient stated a few years ago they had a leak, and a manufacturer representative (rep) had to come to the hospital to reprogram it. The patient stated that the doctor in the hospital fixed the leak and they had to kind of raise it back up because it turned the machine down or something. This issue had resolved at the time of this report.